Event description:
It was reported that there was a medication error involving titratable levophed to a patient admitted for gastrointestinal bleeding displaying symptomatic hypotension. The patient was receiving an infusion of levophed in the intensive care unit. The patient's blood pressure had improved while receiving an infusion of packed red blood cells. The clinician incorrectly titrated the levophed infusion down from 0.2mcg/kg/minute to 0.01mcg/kg/minute. The patient was hypotensive following the adjudgment and required titration back up to 0.1 mcg/kg/minute.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.